Event description:
It was reported that during a lap choley procedure, the device would not work, it was jammed. The procedure was completed with another device. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Date sent: 07/10/2007. Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch history records were reviewed with no anomalies noted during the manufacturing process.